Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a neurological dysfunction, stroke due to intracranial hemorrhage in the left hemisphere. The patient had symptom of right sided muscle weakness. Computed tomography was performed. The patient was on warfarin at the time of the stroke. The cause of the neurological dysfunction was device related, due to complexity of medical management. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.